Event description:
It was reported to medtronic minimed that the customer experienced due to the fa 896 and information given to the customer, asked for a replacement. The customer reported no adverse event. The event involved product mmt-1712k. Troubleshooting was not performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1712k and the product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with cracked retainer ring. Unit passed displacement test and locked p-cap into the reservoir compartment successfully. The following were noted during visual inspection: scratched case, cracked retainer, and pillowing keypad overlay. In summary customer concern was confirmed during visual inspection when cracked retainer ring was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.